Manufacturer narrative:
H.10: the device was received at the manufacturer site in order to undergo deep disinfection process. Livanova performs tests before the deep disinfection is performed (pre-dd tests). Results of the lab tests did not confirm the reported contamination. Pre-dd lab results shown no growth of mycobacteria and other acid-resistant bacilli. Based on the above, a contamination of the samples at the customer site cannot be excluded as potential root cause of the reported issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the device was cleaned regularly per the instruction for use and that the device was placed outside the operation theatre. Through further follow-up communication livanova (B)(4) learned that the samples are tested randomly once a month and not at the disinfection cycle. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.